Manufacturer narrative:
The event involved a burn during a treatment with hybrid system, which may result in a small scar in the brow area. Burns, blisters, and scarring are anticipated adverse events documented in the hybrid operator's manual. The device was not returned for evaluation; however, a recent installation and qc report confirmed the system functioned properly and met manufacturer specifications. No evidence of device malfunction was identified based on available information. The investigation indicates the event was associated with treatment parameters and technique, consistent with a user-related cause. This report is submitted in good faith in accordance with 21 cfr part 803 due to the possibility of a permanent scar. The event was also reported by the importer under report number 3004450661-2025-00025.

Event description:
The importer reported that following use of the hybrid system at a user facility, a patient experienced a burn at the treatment site.